Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report. Measures taken: the expiratory valve assembly (pn msp161265) was replaced. The ventilator device passed the service software tests successfully and is put back in service.

Event description:
Hamilton medical ag received the following incident description: "upon placing onto patient, the vent sounded different and there was air leaking from underneath the expiratory valve (bottom port). Patient was not getting much tidal volume, so placed back on ccl ER hamilton vent. The diaphragm was intact and properly placed, also there were no visible cracks on the expiratory valve". The issue did not result in any patient harm. Medical intervention was needed, the patient got connected to another ventilator device. No device log files provided to hamilton medical.